Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The test strip lot number is unknown, therefore the date of manufacture is unknown. The information regarding the medical event was provided by insulet's MDR #3004464228-2014-0223.

Event description:
The customer's wife reported that the customer had a blood glucose (bg) reading of 44 mg/dl the night before. In the morning, the customer had a bg of 70 and was having a seizure so he was taken by ambulance to the hospital for treatment. The customer's wife also reported that they had been having issues with the pdm giving incorrect bg readings. At the hospital, tests were performed and on three separate occasions, the pdm read much lower than the hospital meter: 1st - hospital - 278 mg/dl; pdm - 178 mg/dl; 2nd - hospital - 269 mg/dl; pdm - 169 mg/dl; 3rd - hospital 276 mg/dl; pdm - 216 mg/dl. The customer used a different vial of strips and the pdm gave the same readings as the hospital meter. It was determined that abbott's strips were the issue, and not the pdm. The customer was provided with the telephone number to contact abbott diabetes care about the test strips. (Although the treatment rendered at the hospital was not provided, a reading greater than 250 mg/dl would be consistent with a diagnosis of diabetic ketoacidosis (dka) and would require intravenous fluids, electrolyte stabilization and insulin.)